Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user, as the water filter was failed to have been correctly replaced. Regarding oer-6 instructions, operation manual ¿chapter 7 section 3 replacing the water filter (maj-2317)¿, the water filter failed to have been correctly replaced. The replacement frequency in the subject facility is approximately every half a year by contrast to every 2 months of replacement frequency which was recommended in the instruction manual. It is further suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
A customer reported to olympus the oer-6 could not drain water sufficiently when replacing the water filter. The user facility had 17 units in total. Regarding the tube attachment, the person in charge at the facility confirmed there were no problems with the procedure and the situation after. The water filters were not replaced every month and it operated for about half a year. Multiple scopes including the evis lucera elite colonovideoscope were cleaned with the reprocessor and water filter. There was no report of patient harm associated with this event. Additional reports will be submitted on the oer-6, water filter and scopes cleaned using the reprocessor.